Event description:
The pump and catheter were explanted and not replaced on (B)(6) 2010. The reason for explant surgery was reported as "exposed intrathecal baclofen pump." The pt recovered without sequelae. The pump delivered lioresal. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Exposed pump.